Event description:
It was reported that the patient presented with the implantable cardioverter defibrillator (ICD) in backup operation mode. No interventions were reported. The patient status was not reported.

Event description:
It was reported that the patient presented with the implantable cardioverter defibrillator (ICD) in backup operation mode. The device was reset successfully. The patient was stable.

Manufacturer narrative:
Additional information: update to a4 patient weight 200 lbs. Update to e1 and e2 to include reporter information update to h6 to include programming changes and device not returning.